Event description:
During implant, after repeated attempts to insert the tuohy needle, the intrathecal space was reached but the catheter would not insert via the needle. Upon inspection, the needle appeared bent at the tip occluding the exit. Another catheter kit was used to regain intrathecal access. There was reported to be no pt injury. It was noted that the needle was not checked before initial insertion so its original condition is unk. It was also noted that the surgeon was not certain the stylet was fully inserted either. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).